Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that immediately post implant of this annuloplasty ring in the mitral position the patient had significant systolic anterior motion (sam). This device was explanted and the patient's native mitral valve was replaced with a bioprosthetic. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.